Event description:
Upon interrogation an error regarding too many resets was displayed. Patient states heart rate increased to 70 on (B)(6) 2016. This device was successfully reset and remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were inspected. In agreement with the complaint description the pacemaker was reset. Based on the data available for an analysis the pacemaker is operating as expected after the reset, however, for further insights a pacemaker dump would be essential. Based on the data returned for an analysis no conclusion can be drawn regarding the root cause for the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.